Event description:
During a coronary drug eluting stent treatment procedure, a shaft fracture occurred. While advancing the taxus express2 2.5x8mm drug eluting stent through the tuohy, the shaft broke inside of the guide catheter. The procedure was completed with cypher stent. No patient complications were reported. Patient status is satisfactory.